Manufacturer narrative:
The lead was returned for patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2025-14961, 2017865-2025-14963. It was reported that the patient passed away due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was related to their implantable cardioverter defibrillator system.